Event description:
Additional information received reported the patient is neurologically intact regarding the incident at the beginning of may. The cause has not been determined for the pipeline not opening other than severe tortuosity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure using the pipeline embolization device for an unruptured left internal carotid artery aneurysm located in the paraophthalmic segment, several issues were encountered. The aneurysm had a saccular morphology with a maximum diameter and neck diameter of 3 mm. Severe vessel tortuosity was noted. Landing zone (artery size): distal 3.25 mm and proximal 4.8 mm. The distal end of the device opened appropriately, but the proximal end failed to open after deployment and was ribboned around the ophthalmic genu. Thrombus formation on the braid and sluggish flow were observed, which were treated with intra-arterial anti-thrombotic agents, resulting in improved distal flow and resolution of the thrombus. Despite multiple attempts to regain access through the device using the phenom catheter and different "buddy wires," the system was removed. The procedure was terminated after an angiogram of the contralateral side showed robust cross-filling from left to right. A residual aneurysm was noted on follow-up. No patient complications have been reported as a result of this event. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The pipeline was positioned in a bend (proximal). More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was not removed from the patient. Full wall apposition was not achieved. Ballooning was not required for tapering or to ensure wall apposition. Dapt (dual antiplatelet treatment) was administered (pru level 8). Angiographic result post procedure: implanted pipeline with ribboned proximal end. Ancillary devices: sheath balt ballast lot: f250100407, guide catheter balt raptor lot: f240800957.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.